Manufacturer narrative:
There was no patient harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.

Event description:
The manufacturer received information alleging a failure related to the ventilator's blower motor while a ventilator was in use. There was no patient harm or injury reported. The ventilator was evaluated by a third party service center and the device's blower motor was replaced to address the failure.